Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during infusion set change. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion test, excessive no delivery test were unable to be performed due to motor error alarms. The insulin pump passed the displacement test, rewind test, basic occlusion test and prime test, a 33 test. There was no unexpected resetting time or date. The e 70 alarm was unable to be confirmed due to overwritten history file and the drive support cap was inspected with no anomalies.